Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed when a signal was sensed prior to intrinsic r-waves. Patient was asymptomatic. Programming changes were recommended. No further information available.